Event description:
It was reported via repair work order that the gatch and fowler litter weldments were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.